Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device expulsion ("migration/malposition of essure device location of device: uterus"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in an adult female patient (gravida 7, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 5 and multigravida. Concurrent conditions included breast swelling, dysfunctional uterine bleeding, endometriosis, ovarian cyst, neck pain, paraesthesia upper limb, weakness, anxiety, panic attack and cough. Concomitant products included aripiprazole (abilify), bupropion, chlorpromazine, citalopram hydrobromide (celexa), co-trimoxazole (bactrim), cyclobenzaprine, metronidazole (flagyl), prazosin, tizanidine hydrochloride (zanaflex) and vicodin (norco). On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). In 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premenstrual syndrome ("hormonal changes describe: pms symptoms"), irritability ("irritability"), mood swings ("mood swings") and depression ("depression"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), pelvic surgery and with left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, dyspareunia, premenstrual syndrome, irritability, mood swings, depression and menorrhagia had resolved, the device expulsion, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, alopecia, vaginal haemorrhage and headache outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device expulsion, dyspareunia, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, perforation, pregnancy with contraceptive device, premenstrual syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: full tubal occlusion on(B)(6)2013 ultrasound pelvis revealed, inhomogeneous uterus- linear echogenic structure within the endometrium in the fundal area with uncertain etiology. It could represent a foreign body but the patient denied of having any history of iud placement or any procedure. The linear echogenic structure in the endometrium in the fundal area could be the outer coil of essure device, a permanent birth control device. However I am unable to tell where this is the right or the left side. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, vaginal bleeding, pelvic pain, dyspareunia, depression, migraine and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events added: pms symptoms, irritability, mood swings, depression, vaginal bleeding, menorrhagia, headaches. Event verbatim was updated as migration / malposition of essure device location of device: uterus and pt was updated as device expulsion. Lab data and concomitant diseases added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure inserted. In 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation, abortion spontaneous, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, migraine and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, device dislocation, dyspareunia, genital haemorrhage, migraine, perforation and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.